Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was dropping connection. A technical support specialist (tss) dialed into the device and checked device logs, with no upload errors found. The server was accessed and upload errors were checked. A data synchronization icon was present on the device, and the device was logged into and data synchronized. Communication issues appeared to be resolved, and the device was to be monitored for one day before closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was dropping connection. There were no adverse events or injuries reported based on this event.